Manufacturer narrative:
The technician found the brake casters had damaged stems which also damaged the caster supports. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the foot end brake casters and supports to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brakes will set on the foot end of the bed but are not holding. There was no pt/user injury reported. (B)(4).